Manufacturer narrative:
(B)(4). Batch # p56r72. Additional information was requested, and the following was obtained: was there any patient consequence as a result of the procedure being prolonged 60 minutes? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Response: date of surgery - (B)(6) 2019. Latest patient status (any follow up visits, recovered and discharged etc) - reanastomosis with eea looks fine with leak test, post-op day 1 patient is well if possible, more in-depth information on what occurred between the malformation and the re-anastomosis. - when surgeon press trigger plastic to plastic, he did not hear or feel the crunch. As tissue was not cut, he had difficulty removing stapler from patient and had to yank with some force. Malformed staples were observed. Patient¿s age and gender if possible - f, (B)(6). Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer were noted to have nicks. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, user fired cdh29a but did not hear a crunch upon firing. He also noticed that handle is not plastic to plastic as there is a gap in between despite full force. Donuts are incomplete with malformed staples and surgeon had to redo anastomosis.